Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2020,user was made aware an early sensor replacement alert resulting in an early sensor removal.

Manufacturer narrative:
Return material authorization (RMA) was authorized but device was not received at senseonics. Hence customer complaint could not be confirmed.